Manufacturer narrative:
Reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis which was manifested by drained cloudy solution. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. The same day as event onset, the patient was treated with intraperitoneal (ip) kefzol (125 other, 125 mg/l after a loading dose of 500 mg/l) for the event. Three days later, kefzol therapy was discontinued. On the same day, the patient was treated with ip ceftazidime (125 mg other, 125 mg/l after a loading dose of 500 mg/l). Three days later, ceftazidime therapy was discontinued. The following day, the patient was treated with ip vancomycin (2 grams, discontinued the same day) and oral ciproxin (250 milligram, once every two days) due to the event. Five days later, ciproxin therapy was discontinued. Pd therapy was ongoing. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Additional information: six days after the onset, the patient was treated with vancomycin powder (1000 mg vial infusion, frequency was not reported) for peritonitis. The next day, the patient was treated with ciproxin (250 milligram, once in every 2 days orally). Six days later, the treatment with vancomycin and ciproxin was discontinued. Concomitant therapy: tamsulosin retard e mga, cinnarizine, etalpha leo, enalapril maleate sandoz, movicolon, multivitamin, paracetamol codeine phosphate actavis, resonium a, sodium bicarbonate, sodium chloride, renvela, amlodipine, bactroban, mimpara. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, it was reported that the patient was ¿re-challenged with baxter solutions which resulted in the same patient reaction as previously reported¿. Subsequently, on an unreported date, peritoneal dialysis (pd) therapy with physioneal, extraneal, and nutrineal therapies were discontinued. At the time of this report, the patient had been switched to pd therapy with a non-baxter pd solution for ¿a number of weeks¿. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.